Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the physician attempted to deploy a band by rotating the handle; however, the band would not deploy. The device was removed, and procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the trip wire was unable to be secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Also, the ligator shrink wrap was removed earlier in the setup process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."